Event description:
An adc customer reportedly ordered a replacement fs freedom lite meter from adc on (B) (6)2010. They then stated two days later on (B) (6)2010 as they had not yet received their replacement meter and did not have a back-up meter they were unable to test and experienced symptoms of sweatiness, dizziness, weakness and had "no control over mind or body". Customer further reported he experienced a seizure and "went berserk and on a rampage". Paramedics were called and customer stated he was given "3 or 4 shots" of an unknown medication in his arm and also stated the paramedics "tried to give him sugar in (his) veins". Customer was not transported to a local hospital and no diagnosis was reported. No additional information was provided by the customer. There was no report of death or permanent impairment associated with this report.

Manufacturer narrative:
(B) (4)device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of an inoperable stop key and determined the root cause to be a defective pump head module stop key. The pump head module was replaced as a precaution to repair the reported condition. The device did not meet specification for the reported condition. A follow up report will be submitted if additional information becomes available.

Event description:
During service evaluation, a non-working stop key was found. Uim master software versions with a software configuration number ending in (B)(4) will be categorized as remediated.

Manufacturer narrative:
(B) (4)additional information: this issue is currently being investigated under CAPA # (B) (4).

Event description:
The customer reported the following: it was very difficult to insert the balloon catheter over the sheath. Then, the error message "pressure" and "verify" sounded. The facility is attributing the pt death to the event and reported 'we lost further 45 minutes, until the new iabp balloon has been inserted".

Manufacturer narrative:
(B)(4). The device has been received for evaluation of a non-working stop key which was discovered in a pre-screen evaluation, however evaluation is not complete. A follow-up report will be filed upon completion of the evaluation or if additional information becomes available.

Event description:
The facility representative reported a colleague volumetric infusion pump which turned off by itself. It is unknown when or at what point in the process, the reported condition occurred. No patient injury or medical intervention was reported. The current software version of this device is unknown. No additional information was available at this time.

Manufacturer narrative:
(B)(4).